Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose bg) level was "high" (specific bg value was not provided) and the customer vomited as a result of the elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported high bg level, but no response was received.